Event description:
It was reported that a boston scientific field representative was going to program this pacemaker system to magnetic resonance imaging (MRI) protection mode but observed a high out of range pace impedance measurement and associated lead safety switch (lss) on this right atrial (ra) lead. As a result of the lss, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The representative programmed the ra lead back to the bipolar configuration and observed that the pace impedance was greater than 3000 ohms. Boston scientific technical services (ts) stated that there is a potential ra lead fracture and indicated this makes the pacemaker system MRI non-conditional. The lead remains in-service. No patient symptoms or adverse patient effects were reported.